Event description:
P1008 - n/a - issue: on 03/05/2024, while cas was onsite(B)(6) he observed a capsulotomy tear during procedure ID # (B)(6) in the superior nasal area, approximately at 145-degrees. The tear did not appear until after phaco removal of the lens and during cortex clean-up. The surgeon noted that the cap appeared clean at time of removal and the lens was more difficult to remove than usual. Site is seeking review of the procedure.

Manufacturer narrative:
Review of the images shows not issues during laser treatment. Surgeon stated that capsulotomy appeared complete with no issues upon removal. Issue occurred during phaco of the lens by surgeon. Standard issued lens was implanted with no issues. Issue was discussed with surgeon with no follow up required. Additional surgical intervention was not required.